Event description:
It was reported the clinician programmer died during programming and the pump stopped. The pump was re-interrogated and programmed successfully. The patient "showed up" two days later "in withdrawal". The patient's symptoms were listed as underdose symptoms and withdrawal symptoms. The pump was in stopped mode. The patient was given a bolus and the pump was re-programmed. The patient felt better and went home. It was further reported the clinician programmer malfunctioned during the refill and the pump was turned off. It was noted the patient was hard of hearing and they did not hear the pump alarming. The patient thought it was his phone vibrating. 24-30 hours later, they thought the patient was coming down with the flu because he had chills. The patient was going into withdrawals because they had gone 51 hours without the pump medication. They went to the healthcare professional (hcp) two days after the refill and found the pump was off. They then gave the patient a 30% bolus and turned the pump back on. The patient had never had more than a 10% increase bolus and was noted to have felt fine and their blood pressure was reported as "106/76". The next day, the patient was throwing up and "going both ways". They went to their hcp and was sent to the hospital because their blood pressure was 53/35. The patient was "out of it due to low blood pressure". The patient was not making sense and couldn¿t remember the presidents name. It was reported the hospital "didn't know what to do and they waited for the [manufacturer] representative". The hcp, nurse, and rep decided to turn the pump down manually to 50%. The patient was noted to have had a breathing tube. An IV was put in the "artery or something like that". They decided to "supplement" the pump by IV and the patient was transferred to the ICU (intensive care unit) on friday and was there until sunday night. The patient could talk but, was in a lot of pain. The patient was on antibiotics and had diarrhea, vomiting and was nauseous. The first time "it" had let up was the morning of this report. It was thought the 30% increase was too much for the patients system, and it resulted in the patient being overdosed. The pump was used to deliver fentanyl, clonidine, bupivacaine, baclofen (unknown) and morphine (unknown). It was further reported the incomplete telemetry was caused by the clinician programmer battery depleting during updating. The office thought they had started the pump back up but, they didn¿t. The patient was reported to have been receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported along with increased pain, the patient had "flu-like" symptoms. The cause of the event was identified as the programmer/telemetry was stopped during telemetry and the pump was stopped. Telemetry was completed and restarted before the patient was sent home. Trouble-shooting listed as "dose adjustment with bolus." The patient recovered without permanent impairment.